Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 39-year-old female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain and hyperlipidemia (mother, father, brother.). Previously administered products included for an unreported indication: penicillin and demulen. Concurrent conditions included uterine fibroids, chronic pain, night sweat, cough, dizziness, ovarian pain, abdominal pain lower, vitamin d deficiency and uterine fibroid. The patient also had a family history of hyperlipidemia. Concomitant products included lorazepam (ativan). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal)"), 1 month 3 days after insertion of essure. The patient was treated with bupropion hydrochloride (wellbutrin), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal infection had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pain, abnormal bleeding and bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events " pelvic pain, abnormal bleeding, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhea, vaginal infection was changed to recovered/resolved". Lab data "essure confirmation test" and reporter causality comment was updated. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 39-year-old female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain and hyperlipidemia (mother, father, brother.). Previously administered products included for an unreported indication: penicillin and demulen. Concurrent conditions included uterine fibroids, chronic pain, night sweat, cough, dizziness, ovarian pain, abdominal pain lower, vitamin d deficiency and uterine fibroid. The patient also had a family history of hyperlipidemia. Concomitant products included lorazepam (ativan). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal)"), 1 month 3 days after insertion of essure. The patient was treated with bupropion hydrochloride (wellbutrin), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal infection had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pain, abnormal bleeding and bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: result not provided.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea. Lot number: 713451 manufacture date: 2010-02 expiration date: 2013-02. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in a 44-year-old female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain and hyperlipidemia (mother, father, brother.). Previously administered products included for an unreported indication: penicillin and demulen. Concurrent conditions included uterine fibroids, chronic pain, night sweat, cough, dizziness, ovarian pain, abdominal pain lower, vitamin d deficiency and uterine fibroid. The patient also had a family history of hyperlipidemia. Concomitant products included lorazepam (ativan). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal)"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pelvic area'). In a 39-year-old female patient who had essure (batch no. 713451), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: shoulder pain and hyperlipidemia (mother, father, brother). Previously administered products included, for an unreported indication: penicillin and demulen. Concurrent conditions included: uterine fibroids, chronic pain, night sweat, cough, dizziness, ovarian pain, abdominal pain lower, vitamin d deficiency and uterine fibroid. The patient also had a family history of hyperlipidemia. Concomitant products included: lorazepam (ativan). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced depression ("psychological or psychiatric problems, condition: depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"). And dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal)"), (B)(6) month (B)(6) days after insertion of essure. The patient was treated with bupropion hydrochloride (wellbutrin), nsaids, paracetamol (acetaminophen). And surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vaginal infection had resolved. And the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pain, abnormal bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded.; on (B)(6) 2010, total bilateral occlusion. Imaging procedure: on (B)(6) 2010, result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: outcome of events: " pelvic pain, abnormal bleeding, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhea, vaginal infection was changed to recovered/resolved". Lab data "essure confirmation test" and reporter causality comment was updated. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain and hyperlipidemia (mother, father, brother.). Previously administered products included for an unreported indication: penicillin and demulen. Concurrent conditions included uterine fibroids, chronic pain, night sweat, cough, dizziness, ovarian pain, abdominal pain lower, vitamin d deficiency and uterine fibroid. The patient also had a family history of hyperlipidemia. Concomitant products included lorazepam (ativan). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced vaginal infection ("infection(bladder/urinary tract/vaginal)"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea. Most recent follow-up information incorporated above includes: on 11-jul-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia, psychological or psychiatric problemscondition: depression and mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.